Event description:
It was reported that an 840 ventilator had a screen blocked error while in use on a patient. The patient was removed from the ventilator and placed on a second ventilator. The patient was not harmed or injured as a result of the event. The service engineer (se) verified the malfunction and replaced the graphical user interface (gui) touch frame printed circuit board (pcb). The unit passed all testing and operates within the manufacturing specifications.

Manufacturer narrative:
Additional information was received on (B)(6) 2017 stating that the original notification date and event date were on (B)(6) 2017. Updated the event date and the notification date was corrected to (B)(6) 2017.

Manufacturer narrative:
Product analysis: a touch frame printed circuit board (pcb) was returned to covidien/ medtronic¿s product analysis. A visual inspection of the returned component was performed and areas of contamination were found on the pcb that was fluid ingress originating from cleaning products entering the graphic user interface housing. The returned components were installed into a test ventilator for analysis; no errors were recorded in the diagnostic logs. An investigation was performed and the product analysis technician reported that the root cause was isolated to the touch frame contamination. If information is provided in the future, a supplemental report will be issued.